Manufacturer narrative:
The event of seroma-late has been removed and is no longer reportable.

Event description:
Patient reported left side "signs of contracture bilaterally¿, "left side capsular contracture baker grade iii¿, ¿diffuse, bilateral architectural distortion¿, ¿the implants have a rounder shape than usual associated with contour lobulations, which may correspond to capsular contracture¿, ¿bilateral chest discomfort¿, and ¿stiffness in both breasts¿, "anechoid", "circumscribed cysts (not device related)", "inflammatory lymph nodes, nodules" and "focal blurring of the elastomer, which could mean loss of integrity", and "recall". No evidence provided for the event of seroma-late, and has been removed. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe. Cyst: unable to observe. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported left side capsular contracture baker grade iii, anechoid, circumscribed cysts, and recall. Device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anechoid, circumscribed cysts, and recall

Manufacturer narrative:
The reported events lymphadenopathy and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported, inflammatory lymph nodes and late seroma.